Event description:
Rn noted when doing hands-on care that there was a reddened square on the top of the left foot. Area matches the size of and location where the pulse ox light was. The pulse ox had been in place on the patient for approximately 6 hours when the area was noticed. Per hospital protocol, staff changes the pulse ox location every six hours or more frequently, if needed. The site is checked at the same time. The neonatologist was notified & felt it may be a burn. Site was edematous and weepy. Redness & weeping subsided over the course of the day. Staff discarded the probe.the rn and neonatologist believe that the led light may have been too warm for this infant's skin. Of note, the baby has pedal edema, which the md believes may have contributed to the event. Manufacturer response (as per reporter) for neonatal spo2 adhesive sensor, lnop neoptthe manufacturer was notified and sent a copy of this report.